Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone17.1 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle mechanism did not deploy. The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The pod arrived not deployed. A decrease in pulse width was observed in conjunction with a drive stall, indicating a failure of the hook talon to detent the ratchet gear. After 55 pulses across both priming sequences, the needle mechanism did not deploy, and the pod was subsequently deactivated. An additional hook post spring was observed to be lodged between the ratchet gear and pcb. The spring prevented the hook talons from making adequate contact with the ratchet gear teeth, causing it to slip over, which resulted in the observed drive stall during priming. Once the additional spring was removed from the device, the hook talon was able to advance the ratchet gear as intended. The additional hook post spring is confirmed as the root cause of the reported needle mechanism failure.